Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient called reporting shocking sensation in lower buttock. Patient program was changed and patient was advised to turn device off. She called me later in the day and said the shocking sensation continued even after device was off. Patient has an appointment on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was calling back to answer the manufacturer company¿s inquires about this event. In response to the inquiry for what the circumstances were that lead to the shocking, the patient stated ¿I don¿t know, we just turned it off and when I turned it back on the shocking stopped.¿ the patient also reported that they had neuritis (not alleged to be related to the device/therapy) where the stimulation was at that time. In response to the inquiry of what steps were taken to resolve, the patient stated they turned it off and their manufacturer representative (rep) reprogrammed it. The patient reported the shocking had resolved. There were no further complications reported.